Event description:
It was reported by international medwatch nmpa (B)(4) the v200 ventilator, while in clinical use and in auxiliary mode switched over to pure oxygen. There was no reports of harm or injury to patient, but they did have to place on alternate ventilator to continue therapy. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
Additional information received from philips international team: confirmed the device was on patient and no harm/injury. The patient was moved to an alternate ventilator. Asked for patient demographics but per additional information customer does not have. Information received from philips international team, indicating the customer does not recall the serial number of device nor can they provide details of the third-party repair that took place. They were able to confirm the device was repaired and returned into service. Device was evaluated by international third-party, and issue was confirmed, no information available on details of repair. Device returned to service, but details of repair are not available.